Event description:
The customer stated that she had been receiving high readings. While troubleshooting, she performed control tests and received a result of 200 mg/dl. The normal control range is 88-118 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.